Event description:
The reporter stated the surgeon attempted to insert an aq2010v silicone three-piece lens but the lens tore. There was no pt contact or injury.

Manufacturer narrative:
Evaluation: visual inspection of the returned product found one haptic torn and missing. There was evidence of clear surgical residue. Conclusion (no conclusion can be drawn): based on the complaint history and the evaluation of the returned product, a specific root cause of the event could not be determined. It should be noted that the injector and cartridge were not returned for evaluation.